Manufacturer narrative:
Submit date: 01/03/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an epump. The customer states this is the second time the unit couldn't go into biotech. The unit was sent to the failure investigations department as a potential oobf. Upon triage the tech found the gearbox to be leaky, making this complaint reportable.

Manufacturer narrative:
Based upon further review of this complaint, the report of a leaking gearbox is not deemed a reportable malfunction. This complaint was filed in error and has been updated accordingly. If information is provided in the future, a supplemental report will be issued.